Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that incorrect timezone configured. The technical support specialist (tss) identified and corrected the time zone setting, after which all reported issues were fully resolved, and normal system synchronization was restored. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device intermittently displayed a critical override status that was not reflected on the bd server. The station intermittently failed to display medications under "due now" or "all orders," and medications were sporadically unavailable for removal despite no apparent restrictions. Recent medication removals were not displayed on the station. The device was also operating slowly during user login. Investigation indicated an incorrect time zone configuration contributing to intermittent synchronization issues. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.